Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the operating room but it was found to have been spontaneously removed during the operation and re-implanted. After returning to the ward, the patient realized that it was about to be removed again during the midnight shift and re-injected fixation water. During the day shift, they found that the fixation water had been withdrawn again, and suspected that the balloon part was damaged, so they replaced it with a new one.

Event description:
It was reported that the foley catheter was placed in the operating room but it was found to have been spontaneously removed during the operation and re-implanted. After returning to the ward, the patient realized that it was about to be removed again during the midnight shift and re-injected fixation water. During the day shift, they found that the fixation water had been withdrawn again, and suspected that the balloon part was damaged, so they replaced it with a new one.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Received a 3-way catheter. Visual inspection noted no balloon burst or rupture. Attempted to inflate balloon with 10 ml of solution using the returned syringe and the solution immediately went into the drainage lumen from the balloon. Dissected balloon and found that the notch was double perforated. Also received 3 photo samples. First photo sample showed top overview of catheter. Second photo sample showed end of catheter with balloon not inflated. Based on physical sample received product does not meet specifications, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be punch depth too large. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.